Manufacturer narrative:
The hillrom technician found the bed brakes detent assembly needed to be replaced. Per the hillrom service manual the affinity bed requires an effective maintenance program. We recommend that you perform semi-annual preventative maintenance. Check the tires for cuts, wear, tread life, etc. Apply the brake and check to ensure that the bed will not move when the brake is activated. If the bed moves, inspect it for wear and adjust if required. See caster assembly on page 4-99. Apply the steering pedal and check the steering to ensure proper locking action when activated. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in october 2020. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the bed brakes detent assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).